Manufacturer narrative:
Device is combination product UDI= (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-02784. It was reported that acute stent thrombosis occurred. The procedure was indicated due to an abnormal stress test, acute coronary syndrome, unstable angina. Vascular access was obtained via the right groin. The patient developed severe chest pain and st segment elevation in the inferior leads. The 90-95% stenosed, 14mm in length target lesion with timi 3 flow was located in the 2nd right posterior lateral branch (rplb). The lesion was dilated with a 2.25x15mm emerge balloon and then a 2.25x20 synergy stent was placed with a residual stenosis of 0% with timi 3 flow. The 90-95% stenosed high/c lesion was located in the bifurcation of the left main (lm), left circumflex (lcx) and left anterior descending (lad) arteries. The distal lm and lcx was dilated with multiple balloon catheters and multiple inflations. A 2.25x24mm synergy stent and a 2.25x32mm synergy stent were implanted and postdilated with a residual stenosis of 0% and timi 3 flow. The proximal lad was treated with multiple balloon catheters and multiple balloon inflations. The patient complained of pain just prior to being moved from the cath lab. The physician did an EKG and noted changes. Repeat angiography of the rca via the saphenous vein graph to distal rca showed a widely patent stent in the 2nd rplb but there was non occlusive thrombus between the 1st small plb and the larger 2nd plb. The thrombus was lysed mechanically with a 2.0 balloon and the patient was given 5000 units of heparin IV and IV bolus and infusion of integrilin was started IV before the patient was moved, they again complained of chest pain and the physician noted EKG changes. They went in and repeat angiography revealed complete stent thrombosis in the distal lm with no flow into the lcx or proximal lad. The patient had a repeat bolus of heparin, 5000 unit and integrilin bolus and infusion was started, the stents in the lm, lcx and obtuse marginal were eventually recanalized with multiple balloons with a residual stenosis of 0% with timi 3 flow in lcx, om, lm, and proximal lad with complete resolution of chest pain and EKG changes. No additional patient complications were reported.